Manufacturer narrative:
Device evaluation: during the inspection the error description provided by the customer "no light" was confirmed, and further defects were detected. The device met the test specifications at the time of delivery. Based on the defects identified during the technical inspection, it is therefore concluded that the most likely cause of the error described is improper application. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there is nearly no light in the blade. No negative impact in state of health reported.